Manufacturer narrative:
Per the initial reporter, the device will not be returned. PMA/510(k) number = preamendment (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during inspection of the multi-sideport dual check valve catheter infusion set, it was observed that there was a hair inside of the primary package. The device was not used and did not come into contact with a patient.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, quality control, and specifications of the device as well as a photographic inspection were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the customer returned photographs of the complaint device. The presence of hair-like foreign matter was confirmed via the inspection of the returned photographs. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.